Manufacturer narrative:
(B)(4).

Event description:
The spinal catheter was broken at the v-wing anchor site. The pt underwent surgical revision and the spinal catheter was replaced. No pt symptoms were reported. The pump was used to deliver hydromorphone. Additional info has been requested, a follow-up report will be sent if additional info becomes available.